Manufacturer narrative:
Pt info not provided as no product was involved in this concern. RMA issued. Investigation finds locking screw from the handle had broken off; result is handle has been separated from the vertek arm. Not able to lock or release the arm without the handle attached. Replacement vertek arm received and everything is working properly. The site shipped back damaged arm (B)(4) 2011.

Event description:
A site rep reported that the stealthstation s7 system's vertek arm did not tighten properly. There was no pt present.